Event description:
It was reported that the patient was in the hospital for unrelated non-cardiac issue. Upon interrogation the right atrial lead exhibited loss of capture. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.